Event description:
The customer reported to customer service that she purchased 27mm breast shields for her pump in style breast pump and she is still sore and has developed mastitis she as a fever and in pain.

Manufacturer narrative:
The customer stated that while using the 27mm breast shields for her pump in style breast pump she developed mastitis. She is being treated by a doctor with antibiotics for mastitis. She states that the mastitis has been resolved and is now using 36 mm breast shields. A medela clinician emailed the customer regarding nipple care with soapy water, rinse and apply a small dab of polysporin to promote healing and prevent mastitis from reoccurring. States her milk supply is still low despite mastitis resolved. Using 36's and feeling comfortable now. States she is currently using her pns-adv and also manual pump. Recommended use of a symphony to increase milk supply and then return to pns-adv once supply is up. It cannot be definitively concluded that the pump/breast shields caused or contributed to the customer's mastitis. Reported issues of mastitis are under investigation in (B)(4).